Manufacturer narrative:
(B)(4).

Event description:
During index procedure, one endeavor sprint drug-eluting stent was successfully deployed in the rca. Approximately 31.5 months post index procedure, patient suffered a stroke which was treated with medication. Investigator indicated that the event was not related to the study device. Patient is continuing with treatment.

Manufacturer narrative:
Evaluation, results, conclusions: inherent risk of procedure ¿ (cva/stroke). (B)(4).